Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a left knee implanted on (B)(6) 2016. The patient was revised on (B)(6) 2022 due to unknown reasons. No other information provided.

Event description:
As reported by legal notification, the male patient had an initial left tka on (B)(6) 2016. The patient had a left knee revision on (B)(6) 2016. The patient had a second left knee revision surgery on (B)(6) 2022 due to accelerated and preventable wear of the optetrak polyethylene tibial insert. No other patient information/medical history reported.

Manufacturer narrative:
Correction/additional information: b4, h6.

Manufacturer narrative:
H3: the revision reported may have been due to prosthesis wear as reported. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. A contributing factor to the reported wear and/or revision may have been the result of being packaged in a non-conforming bag for more than 5 years.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022. Related to 1038671-2022-01001.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: c, d, e, g. The revision reported may have been due to prosthesis wear as reported. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. A contributing factor to the reported wear and/or revision may have been the result of being packaged in a non-conforming bag for more than 5 years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.